Event description:
Customer reported blood glucose results of 402 mg/dl and 143 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, took routine medications. No adverse event reported. A request was made for the return of the system, replacement was sent.